Event description:
No additional event information to report at this time.

Manufacturer narrative:
Complaint sample was returned and evaluated against the reported event. Visual examination of the returned product identified one g7 depth gauge was returned and evaluated. Upon visual inspection the shaft had fractured from the rest of the handle. The shaft also has been bent. Sem analysis of the g7 depth gage sample showed that it fractured due to tensile overload. Equi-axed ductile overload dimples observed for most part of the fracture surface. Eds semi-quantitative elemental analysis of the fracture showed that it was consistent with 410 stainless steel. DHR was reviewed and no discrepancies were found. A definitive root cause cannot be determined. Likely root cause is event occurred during cleaning operation after surgery as csp would note/reject broken items prior to cleaning being performed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tip of a depth gauge had broke off as it was being put back in the pan. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.